Event description:
It was reported that a system error air in line/set alarm occurred on a home choice (hc) device during use. The patient was connected to the homechoice at the time of the alarm. During the troubleshooting, it was determined that there was a loose connection. The patient was to complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a loose connection was reported, which is a known cause of this alarm. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.